Event description:
The customer contact reported that the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. No additional information was provided.

Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.